Manufacturer narrative:
(B)(4). The sample availability is unknown and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction . Per the complaint information, the cause of the complaint is use error .the label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) to report a question on minicap which occurred on home choice (hc) during use. The home patient (hp) stated that the disconnect cap came off of his transfer set and he was not sure for how long. The hp wanted to know if he can put the same one back on. The baxter technical representative (tsr) advised the hp to use a freash cap and to call the registered nurse (rn) for advice. The hp will call the rn . The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.